Event description:
It was reported to philips that cannot do fluoros clear or fluoros possible from time to time. This is connected to loss of image related to a allura xper fd20/15. There was no reported patient or user harm.

Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r #: 3003768277-12/28/2023-011-c.